Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2025 and suture was used. The surgeon was performing a strabismus repair. After imbrication of the muscle, upon tying the suture to the sclera, the suture broke in the muscular portion of the suture. There was not any excessive tension on the suture or muscle, nor had the suture been weakened from cautery. There was concern that the suture was defective. This led to needing to re-imbricate the muscle, adding an additional 10-15 minutes to operative time. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.